Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the healthcare professional (hcp) switched the patient¿s medication in his pump which caused some issues with the interstim. The patient noted he ended up just turning his interstim off. There were no further complications that have been reported as a result of this event.